Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No patient harm was reported. This issue is being reported to the competent authority, as it was reported that the monitor fell. Philips has not yet been able to verify whether this monitor was accidentally dropped by a user. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.